Manufacturer narrative:
The technician replaced the head end brake casters to resolve the issue.

Event description:
The technician alleged the head end brake casters are not holding while in brake mode. No pt impact.